Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the leads were screwed to the generator, lv sensing was unable to be obtained. The lead was unable to be unscrewed and screwed again. The device was not implanted and was replaced. The patient was stable.